Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high. The customer¿s mother reported that blood glucose is at 499mg/dl due to the customer being sick. She thinks he may have the flu. The customer is bolusing for the highs. The customer will stay on top of the high blood glucose. Patient's blood glucose at time of incident was 499 mg/dl. Patient's current blood glucose was 499 mg/dl. The customer treated it by bolusing with the pump. Based on customer report customer does not allege pump was under delivering. They believed the highs are from the customer eating cereal for breakfast and having the flu. No troubleshooting was done. The insulin pump will not be returned for analysis.